Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 7 events were reported for this quarter. Product return status 7 devices were evaluated based on historical data analysis. Evaluation findings (results/components) 7 devices: degradation problem identified, wear problem, lubrication problem identified, overheating problem identified / part/component/sub-assembly term not applicable product disposition 6 devices: scrapped by stryker 1 device: product not received. Additional information 7 devices were not labeled for single-use. 7 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between january 1 ¿ march 31 2026. This report summarizes 7 events for the failure: overheating of device. - 6 events had problem identified during non-clinical procedure; there was no patient involvement. - 1 event had no health consequences or impact.